Manufacturer narrative:
The reported event was operation issue. As received, a complete lead was returned in one piece. Visual examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. No other anomalies were seen.

Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During procedure, the right ventricular (rv) lead could not be implanted. The rv lead was removed and replaced. The patient was discharged with no reports of adverse consequences.

Manufacturer narrative:
Further information was requested but not received.